Manufacturer narrative:
The representative returned to the facility to test the navigation system. It was reported that bypassing the firewall on the navigation system resolved the connection issue. Rebooting the systems resulted in an error message appearing in regards to calibration stating that the microscope was not calibrated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that a 3d scan with the ziehm system while doing a interoperative scan for navigation failed. After the collision scan, when the "scan with navigation" button was pressed on the ziehm system it indicated a lost connection with the navigation system and executing the scan was not possible. On the navigation system, all indicators were always green. Although both systems showed a proper connection a 3d scan could not be executed. Rebooting both systems 2 times did not solve the error. Before the 3d scan, a 2d picture was taken with no error message. Troubleshooting was done and the log files were taken from the incident. After the surgery, the system was shut down and tested again a few hours after the incident with log-level set to debugging. So far no resolution could be found.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. There was an error with the communication with the navigation system when a scan should be executed. To exclude a possible error regarding the set ip address on the navigation system the ip address for the system was changed. The connection could only be tested with connection-test tools and showed no error. A scan could not be performed since the ziehm reference frame was not accessible. Since the connection error was not very reproducible it was still possible the system does not perform as intended. They tried to reproduce the lost connection with the ziehm system before acquiring a 3d navigated scan. They tried to acquire around 20 scans-never with a lost connection. Once the scan started the scan at the ziehm was aborted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 1.3.0. H3) the software team investigated the reported issue and the found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. They are suspecting the issue is either with the ziehm, or a physical hardware issue (network cabling, or ziehm hw). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. Although the firewall was again inserted into the direct connection path with the ziehm no error messages occurred anymore when running the ziehm. Navigation calibration was done with the 3dcal software. The reason for the connection issue was still unsolved medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. During the last procedure, the ziehm system could not be established. After the system failed to connect to the ziehm rfd system log files were taken to send for further investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software team investigated the logs and determined that the communication between the imaging system and the navigation system was based on a udp ping and response protocol.  The navigation system contacts the imaging system with a udp packet about every 1.2 seconds, and the imaging system responds.  If they send three (3) requests to the imaging system without getting any responses back, they consider the communication ¿disconnected¿.  Once they get a new response from the imaging system, they consider it ¿connected¿ again. There was a place in the logs that shows the imaging system requesting a tcp handshake.  This handshake request seems to be related to the initiation of a scan.  In the event that the imaging system scan and subsequent transfer work, they continue to get regular enough udp packets, so their service which monitors the imaging system connection was fine.  However, in the event that the scan/transfer do not start, they are seeing these udp packets stop for about 5 seconds.  In this timeframe, the navigation system temporarily thinks the imaging system was disconnected, and attempts to restart the imaging system communication. This seems to be what causes the failure to continue, and the imaging system stops and does not scan. Confirmed this behavior in several other log dates provided. Dates which have this issue show that udp packets are not received for about 5 seconds after the tcp handshake is initiated. The imaging system has also informed us that they are having timing issues on their side, causing a similar issue from their perspective. In conclusion it is ultimately unclear why this udp delay was occurring.  It could be hardware related, but they have already replaced the entire navigation system at this account, and this did not resolve the issue.  If hardware was causing the issue, suspect it would be on the imaging system side, although further investigation would be required to determine this. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products : product ID: 9735740, serial/lot #: 1.3.0. The manufacturer representative went to the site to test the navigation system. The system was tested again with the ziehm rf 3d to reproduce the connection error. After a few reboots the connection error could be reproduced and extended log files from both systems could be recorded for further analysis. The system shows no clear indication of any errors, but the 3d scan could not be executed. Together with a ziehm representative they tested the system again related to the connection error sometimes occurring before a 3d scan was to be performed. During the testing, the service engineer disconnected the switch inside the ziehm system to exclude a faulty switch. The software logs were obtained but analysis was not completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that a 3d scan with a 3rd party imaging system was not possible. After the collisions scan, the connection icon on the imaging system shortly indicated a lost connection (turned red), but immediately turned back to green. The navigation system showed all indicators were always green. Although both systems showed a proper connection a 3d scan could not be executed. The site reset the connection with the imaging system but the issue was not resolved. There was longer than an hour delay when the procedure was aborted. There was no impact on patient outcome. Additional information was received stating that the issue did occur after the incision was made. The vertebrae was already laid open before the issue occurred, of not being able to acquire a 3d scan.